Event description:
It was reported that pump repeatedly declared altitude alarm 21 after exposure to moisture.. There was adverse impact to the customer¿s blood glucose level, but no third-party emergency assistance was required. Customer was unable to resolve issue by attempting to bolus and followed instructions from technical support to clean speaker holes, remove and reconnect cartridge, and load new cartridge, but alarms continued and insulin delivery remained suspended, so customer planned to use multiple daily injections as backup therapy while tandem technical support arranged replacement pump and cartridge, provided storage and return instructions for problematic pump, and confirmed that customer would need to enter pump settings and connect continuous glucose monitor on replacement device.